Event description:
Percutaneous dilation balloon (powerflex pro 08x2x80) was noticed to have a leak in the balloon. Once md noticed balloon to be damaged when inflated, the balloon was immediately removed from service.